Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 285 malfunction events. 237 events were due to loss of osseointegration ((B)(4)). 30 events involved fracture of the device or a component (B)(4)). 2 of which were the mount component ((B)(4)). 1 of which was a screw component ((B)(4)). 15 events were due to the device failing to osseointegrate ((B)(4)). 4 events involved cracking of the device or a component ((B)(4)). 1 event was due to material deformation ((B)(4)). In 198 events, there was no device problem found during evaluation. In 29 events, a fracture of a device or device component was found during evaluation. In 32 events, a stress problem was identified during evaluation. In 57 events, no result was available because no evaluation could be performed. In 2 events, a material deformation problem was found during evaluation. In all 285 events, these are known inherent risks of the procedure. In 67 events, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 285 </noe> malfunction events. This report summarizes 285 malfunction events in 2q 2020 where patients' experienced endosseous dental implant failure. Of these events there were: 71 events where infection occurred. 30 events where patients' experienced osteolysis. 116 events where inflammation occurred. 47 events where erosion occurred. 2 events where patients experienced pain.